Event description:
A 3.0 mm diameter x 12 mm length driver otw coronary stent system was inserted into a pt for the treatment of a mid rca lesion. The lesion was reported to have mild tortuosity with no calcification and 80% stenosis. It was reported that the physician was attempting to direct stent the lesion site; upon inflation of the balloon there was a leak and the stent dislodged from the balloon. The physician was unsuccessful at attempting to retrieve the dislodged stent. The physician implanted another manufacturer's stent distal to the dislodged driver. A second stent was deployed and apposed the dislodged driver against the vessel wall. This completed the case and helped secure the undeployed stent in place. No additional clinical sequelae were reported and the pt is fine. Medtronic has received the device and its analysis has been completed. The stent was not returned. The distal and proximal pillows were damaged. The leak site was detected in the balloon working length on the outside of a balloon fold. The leak was detected within a small scratch on the balloon surface. The balloon leak occurred due to physical damage to the balloon material. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon.